Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.

Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2007, in which patient received a durom acetabular cup. Post op, patient has been experiencing pain and his surgeon recommended revision, which has not yet been scheduled.